Event description:
It was reported that the atrial lead exhibited noise. According to trend data, the impedance dropped abruptly 12 months ago. It was noted that the patient had been incompliant with the follow-up schedule.

Manufacturer narrative:
Na